Event description:
The patient contacted lfs alleging inaccurate control high reading on their one touch verio iq meter. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The products were replaced and requested back for investigation. The test strips were in good condition and not expired. The control solution was also in good condition. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced, however, unrelated to the primary issue, there is an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Products were replaced and requested back for investigation.

Manufacturer narrative:
(B)(4): the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the control solution and test strip passed all testing with no faults found. The error could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.